Manufacturer narrative:
It was reported that the date of explantation was november 12, 2015.this report is filed march 14, 2016. (B)(4)

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection. The electrode array was cut and left insitu for structure preservation. Re-implantation is planned however has yet to occur as of the date of this report, (B)(6) 2015.